Event description:
This unsolicited device case was received from (B)(6) on (B)(6) 2013 from a patient. This case concerns a (B)(6) old female patient who complained of erythema at the treated knee, itching at the treated knee, erythema round the neck and itching around the neck after receiving synvisc injection. The patient was atopic to pollen. No past drugs, concomitant medications and concurrent conditions were reported. On an unspecified date in 2013, the patient received treatment with synvisc injection (route, dosage regimen, batch/lot and expiration date unk) in unspecified knee for an unk indication. On an unspecified date in 2013 (2-3 days after a synvisc injection), the patient complained of erythema and itching at the treated knee and around (collar) the neck. Action taken: drug withdrawn nos (synvisc was stopped) corrective treatment: the patient was treated with oral corticosteroids for 7 days and antihistamines for all the events. Outcome: not recovered/ not resolved for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of info provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated throughout ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints to determine if a CAPA is required. Seriousness criteria: medically significant (intervention required). The patient's consultation with allergist, who thought an allergic phenomenon, was scheduled in (B)(6) 2014.

Manufacturer narrative:
Add'l info was received on (B)(4) 2013. Ptc investigation report was added. Pharmacovigilance comment: sanofi company follow up comment dated (B)(4) 2013: the follow up info does not alter medical assessment of the case. Sanofi company comment dated (B)(4) 2013: in this case, the pt was administered synvisc for an unk indication. The causal role of synvisc cannot be excluded for the occurrence of the event of erythema and itching at the treated knee and around the neck, however, lack of info regarding the underlying condition and the concomitant medications used by the patient precludes the complete case assessment. Moreover, the previous medical history of allergy provides the alternative explanation.